Event description:
The report stated that after opening cypher (3.5/18mm) from the package and preparing it for implant, the physician observed the stent to be misaligned towards the distal end on the stent delivery system (sds). Therefore, a different cypher (same size) was implanted instead and the procedure was finished successfully. After the procedure, the physician touched the misaligned stent with his fingers, and the stent further misaligned distally. There was no reported patient injury. The patient's demographics were unknown. The target lesion was the distal right coronary artery (rca). It is unknown if the lesion was a de novo. The vessel was neither calcified nor tortuous. The % of stenosis was unknown.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product has been received for evaluation. However, the engineering analysis is not yet completed. Additional information will be submitted within 30 days of receipt.